Manufacturer narrative:
Review of device manufacturing record history confirmed device met pre-release specifications. Evaluation is in progress for the excised piece of the gore® propaten® vascular graft.

Manufacturer narrative:
Explant evaluation state: submitted unfixed was one gore® propaten® vascular graft fragment that was approximately 13cm in length. Both poles of the device fragment had been completely transected prior to arrival at w. L. Gore & associates. The device fragment was subjected to an enzymatic digestion process to remove biologic debris. Following digestion the device fragment was examined for material disruptions with the aid of a stereomicroscope. Disruptions identified were not associated with the handling or manufacturing process at w. L. Gore and associates. The majority of findings identified during the examination were consistent with manipulation of the graft fragment with instruments during a surgical procedure. Two distinct features were evident along the irregular edge of the anastomotic pole. The features along one half the edge were consistent with cutting of the graft material by a sharp surgical instrument. Evidence of suture pull through and disruption of the graft material by a longitudinal force are present along the second half of the edge.

Event description:
On (B)(6) 2015, an axillo-bi-femoral procedure was performed with two gore® propaten® vascular grafts sewn together. On (B)(6) 2015, the patient presented with pain in the shoulder. It was found the suture had pulled apart. A small section of the gore® propaten® vascular graft was cut at the axillary end. A gore® viabahn® endoprosthesis was placed as a conduit between the gore® propaten® vascular graft and the patient's axillary vessel. The patient was reported to be doing well after the surgery.

Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2015, two gore propaten vascular grafts were sewn together and implanted in an axillo-bi-femoral procedure. On (B)(6) 2015, the patient presented with pain in the shoulder. It was found a section of the graft suture had pulled apart. The subclavian anastomosis was repaired and the gore propaten vascular graft was cut. A gore viabahn endoprosthesis was placed as a conduit, reconnecting the two cut ends of the gore propaten vascular graft. Good blood flow was re-established. The patient was reported to be doing well after the procedure.